Event description:
It was reported that a patient underwent a da vinci-assisted sigmoid colectomy with a colovesical fistula repair procedure on (B)(6) 2023, required a subsequent open surgical procedure on (B)(6) 2023, and expired on (B)(6) 2023. On (B)(6) 2023, while the patient was still in the hospital, greenish drainage was observed from a drain; the patient did not exhibit any other signs or symptoms, such as fever or elevated blood counts. The patient immediately underwent an open surgical procedure where the anastomosis was confirmed to be intact, however, a bowel perforation was identified on the base of the duodenum. The abdomen was cleaned, and the perforation was repaired with sutures. The patient reportedly had complex anatomy and excessive fatty tissue (bmi 49). Per the intuitive surgical, inc. (Isi) senior clinical sales representative (csr), it was noted that the patient had acute respiratory distress syndrome on the day of expiration. The (csr) confirmed with the surgeon that there were no port issues and none of the ports were dislodged or pulled out at any time during the procedure. The surgeon reported that the perforation was in an area where no instruments were used, nor had he worked on that area during the robotic procedure, and declined to provide information regarding port placement. The initial access port was made using a davinci trocar with an optiview laparoscopic camera. The surgeon confirmed that the robotic procedure was completed with no intraoperative complications, and there were no issues or malfunctions with the davinci system or instruments.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The surgeon reported that the duodenal bowel perforation was in an area where no davinci instruments were used, nor had he worked on that area during the robotic procedure. No specific information was provided regarding port placement other than the first port was placed using optiview, and no dislodgment of the ports occurred during the procedure. There is no allegation that a malfunction of a davinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. An advanced system log review by the technical support team for the reported event date of (B)(6) 2023 was performed, and it was determined that no further actions are recommended at this time. Review of the device history record was completed and there were no related non-conformances. A system log review was performed for this procedure and no relevant errors were observed during this procedure. Additionally, all instruments used in the case were used in subsequent procedures, except for vessel sealer and sureform60 stapler instruments, which are single-use instruments. A site review showed no complaints filed against these instruments. A review of the event conducted by an isi medical safety officer (mso) concluded that the patient suffered a duodenal perforation in an area where the surgeon was reportedly not operating nor manipulating instruments. Although a midline upper abdominal port placement could lead to this type of injury, no issues were identified at port placement. Patient related health conditions such as ulcer disease are also possibilities although no information for this diagnosis was noted.. The cause of the perforation was unknown and no allegation of a malfunction of any intuitive surgical instrument or product was noted. Based on the information in the summary of events, insufficient information exists to ascertain if any intuitive surgical products or instruments contributed to this event. This event is being reported due to the following conclusion: the patient underwent an uneventful da vinci-assisted sigmoid colectomy with a colovesical fistula repair procedure. On post-operative day #2 the patient underwent a second procedure for a perforated bowel at the base of the duodenum. The patient expired 5 days from the initial procedure. The patient had acute respiratory distress syndrome on the day of expiration.